Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2015.

Event description:
It was reported that during a device check, it was noted that the rv (right ventricular) lead was not capturing. There were high thresholds in unipolar, no sensing of r-waves in bipolar, and undersensing. The rv lead was programmed off pending a planned lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.